Event description:
It was reported that the helix would not extend/retract at initial implant. Another lead of the same model type was successfully used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Blood present in/on the helix mechanism and the lead was stretched; damaged at implant; full lead returned and analyzed.